Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed that the light cable were not locking into port due to a worn-out scope socket causing poor connection. Additionally, the olympus lamp was over 500 hours which was below specification and required replacement. The faulty parts were replaced and inspected to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the visera elite xenon light source output connector was broken and cannot be connected during preparation for use. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the scope socket deteriorated due to long-term and repeated usage. It is also likely that a user forcibly connected the scope connector, connected it slantwise, or excessively applied forces by pulling, twisting, or squeezing it. This made the scope socket deteriorated, so the scope could not be connected or secured. This issue is addressed in the instructions for use (IFU): "do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor the field performance of this device.